Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: date of birth: requested, not provided. A4: weight: requested, not provided. A6: race: italian. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted. E1: initial reporter name: unknown. E1: establishment address: (B)(6). E1: phone number: unknown. E3: occupation: unknown. A review of the device history record of the product code/lot number combination was conducted with no findings. Since the sample was not available for evaluation, the complaint could not be confirmed. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the reported information. Upon opening the angio-seal package to prepare for closure after the procedure, it was found that the dilator sheath could not enter the sheath canal due to kinking in the sheath body. The procedure was completed after replacing the sheath.